Manufacturer narrative:
The reported event of oversensing of noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, noise resulting in oversensing was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.